Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The IFU document (B)(4) en rev. C lists nickel as a material in the composition of the implant material and also under 'material precautions' states that "nickel, is classified as a skin sensitiser 1: sensitisation or allergic reaction to users and/or patients". The IFU states do not use in patients with suspected or confirmed metal sensitivity or allergy to the metals utilized in the manufacture of the subject device. The root cause can therefore be attributed to a failure to follow instructions. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is experiencing swelling and possible allergic reaction approximately two years seven months post implantation. The patient called stating he needs to know if his implant contains nickel as he has been found to be allergic to nickel and was advised that implant material composition could not be provided without specific product information.

Manufacturer narrative:
(B)(4). D10- medical product. Psn tib stm 5 deg sz f l, item# 42532007501, lot# 65568832. Psn asf ps 10mm ve l 6-9 ef, item# 42512400710, lot# 65543115. All poly pat ve 35 mm dia, item# 42540200035, lot# 65649316. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) - femur.

Event description:
It was reported that a patient is experiencing swelling and possible allergic reaction approximately two years seven months post implantation. The patient called stating he needs to know if his implant contains nickel as he has been found to be allergic to nickel. Attempts to obtain additional information have been made; however, no more information is available.